Event description:
It was reported that a pt who underwent an x-stop procedure did not experience a significant improvement of symptoms post-procedure. Reportedly, there will be an x-stop revision and laminectomy. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.